Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability investigation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device ability, product knowledge. Physician reported difficulty with location and placement of implant. Per instructions for use: the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. It lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains instructions, precautionary statements and recommendations for proper use of product. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability investigation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device ability, product knowledge. Physician reported difficulty with location and placement of implant. Per IFU 10600584 the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. It lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains instructions, precautionary statements and recommendations for proper use of product. Product met specifications upon release to distribution.

Event description:
It was reported that during an arthroscopy the doctor put the footprint ultra pk suture anchor in another place that he thought it was correct and the impactor broke. The procedure was successfully completed without delay using a s&n back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.